Event description:
It was reported that during a laparoscopic sigma procedure, the tissue pad was loose and the part fell into the abdomen. The piece could be removed. Display showed 'replace instrument. No further information is available. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was returned had a different manufacturing batch number than originally reported. The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test hand piece and generator and it activated during functional testing. No alert screens were displayed during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.